Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/28/2024, it was reported by a sales representative via phone that an ar-8925t syndesmosis tightrope xp implant system had an issue during a syndesmosis repair procedure for ankle instability on (B)(6) 2024. After insertion, when the surgeon tried to tighten the sutures, the sutures frayed and ripped before they could be adequately tightened. The sutures and the implant were removed from the patient, and nothing broke inside the patient. Another ar-8925t syndesmosis tightrope xp implant system with a different unknown lot number was used to complete the procedure successfully with no harm to the patient. A case delay of a few, but less than 15 minutes, was reported, and no additional anesthesia had to be administered to the patient. The complaint device was discarded, and no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.